Manufacturer narrative:
(B)(4) the customer reported he was going to do the blender overhaul and noticed the poppet was damaged and would like to send it in for repair. He also notes the plastic connectors on it are damaged. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported blender for repair from the sipap ventilator. The customer reported there is no patient involvement associated with the reported event.